Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. Reportedly, parts of the display text were missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings:investigation could not confirm the complaint of segments missing. The pump was powered on, and there was no evidence of missing segments on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.